Manufacturer narrative:
This report is submitted on october 03, 2019.

Event description:
Correction: the previous or initial MDR submitted on (B)(6) 2019 was filed inadvertently. No device malfunction/ explantation or serious injury has occurred.

Event description:
Correction: a loss of osseointegration did occur; however, did not result in fixture loss, nor was it a result of infection. Additional information was received, and it was reported that the patient had compromised irradiated bone and soft tissue complications. The device was explanted on (B)(6) 2019. There are plans to re-implant the patient with a transcutaneous device, however, it its unknown when this will occur.

Event description:
Per the clinic, the patient had a loss of osseointegration of the implant secondary to an infection. It is unknown if the implant has been replaced.